Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4)

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The topical steroid dosage was increased. Additional information received states that the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.